Manufacturer narrative:
The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gas supply sensor board. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that while in use on a patient, a 980 ventilator stopped sensing the connection of the wall air. The patient was removed from the ventilator and placed on an alternate ventilator.